Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of chest pain and pneumothorax was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no allegation of malfunction against the abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6)2022, a 21mm sjm regent heart valve w/flex cuff was chosen for implant to replace a severely calcified and stenosing valve. On(B)(6) 2022, the trifecta valve was explanted and a 21mm sjm regent heart valve w/flex cuff was implanted as a replacement. On (B)(6)2022, the patient experienced sudden and persistent right chest pain. The patient was hospitalized, and an x-ray was performed that confirmed complete right pneumothorax. A surgical indication was retained with atypical resections of right apical bullous dystrophies (of the upper right lobe). Antagonization of coumadin was performed with 10mg of vitamin k, ppsb and norepinephrine, and ringer's lactate. On (B)(6) 2023, it was reported that the prosthesis is functioning normally.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 21mm sjm regent heart valve w/flex cuff was chosen for implant to replace a severely calcified and stenosing valve. On (B)(6) 2022, the trifecta valve was explanted and a 21mm sjm regent heart valve w/flex cuff was implanted as a replacement. On (B)(6) 2022, the patient experienced sudden and persistent right chest pain. The patient was hospitalized, and an x-ray was performed that confirmed complete right pneumothorax. A surgical indication was retained with atypical resections of right apical bullous dystrophies (of the upper right lobe). Antagonization of coumadin was performed with 10mg of vitamin k, ppsb and norepinephrine, and ringer's lactate. On (B)(6) 2023, it was reported that the prosthesis is functioning normally.